Manufacturer narrative:
The device was sent to (B)(4) and a full investigation was performed. Customer purchased device on (B)(6) 2010. The root cause for the break of the joint pin was mechanical overload. Labeling instructions for use was reviewed and round to be adequate. (B)(4) considers this matter closed. If we receive add'l info according the event, we will provide FDA w/follow-up info. No record of this device being purchased from richard wolf medical instruments corp. (Rwmic). No record of any service performed on device (performance check, routine maintenance or repair).

Event description:
Richard wolf (B)(4) was notified that during a procedure the jaw broke off in patient. Broken jaw was well as set screw was easily retrieved, & facility had backup device available to complete the procedure. No injuries to patient or staff were reported. The facility indicated subsequently to procedure, both the broken jaw and set screw were lost.